Event description:
It was reported that the patient was last seen in the urology clinic approximately 5 months ago. The patient was diagnosed with urinary urgency and frequency and interstitial cystitis (ic). The patient had an implantable neurostimulator (ins) implanted 6 years ago that had not given them any relief, despite having it reprogrammed on a number of occasions. Its particular location was giving the patient pain and they would like to have it removed. The patient also carried a diagnosis of overactive bladder (oab). The patient originally reported pain from the device after weight loss of 45 lbs. 2 years ago and from initial implant until the time or weight loss the device worked as intended. The generator was tested and repositioned at this time and was found to be in good working order. The patient underwent removal of their ins battery and lead 3 months ago without complication. The original intent of the device was relief from symptoms of ic and oab. The device usage problem was a device malfunction and the device did not do what it was supposed to do. The device lost function and began causing pain after the patient¿s weight loss. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-28, lot# v162344, implanted: (B)(6) 2008, product type: lead. (B)(4).